Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a male (age unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced a stroke and had received IV haldol earlier over-night. The following morning the patient was noted to be more somnolent and unable to respond to questions with morning nursing assessment. No ischemia noted on CT scan. At this time, it is unknown what course of action was taken. The patient was also on va ECMO. The patient remains on impella support, to date the pump has supported for over 29 days.

Manufacturer narrative:
The investigation into the reported stroke/ cva has been completed since the original report was filed. No product was returned for investigation. Data logs do not show evidence of biomaterial. The root cause of the stroke/cva was most likely patient condition related and the relation to the pump cannot be determined.